Event description:
It was reported that the customer had been experiencing elevated blood glucose levels. The customer stated that his last infusion set change was the morning of the event and he used a model mmt-396 quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime but failed the high pressure test twice and was stuck in a rewind loop. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.